Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Reportedly, the pump was able to be charged with a different wall adapter. In addition, the customer's blood glucose (bg) level was 300 (mg/dl). The cause of the elevated bg level was unknown and pump boluses were delivered to address bg level. A pump system check was performed and no device issues were identified. Reportedly, the customer's bg level lowered to 250 (mg/dl) at the time of the report. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.